Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed some oozing at their access site following impella implant. Manual pressure was initially applied to the site; however, the site worsened after the patient was moved. After an hour of manual pressure, the hematoma that developed was expressed and the site was injected with lido/epi. When the bleeding still continued, the decision was ultimately made to remove the pump. A new pump was then placed for planned support.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the issue was high patient activated clotting time (act) values than recommended during the use of impella. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05348. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.